Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Concomitant medical products: tgu454520/14538479, 13748717 - UDI - (B)(4), 14538479 - (B)(6). Medications - albuterol, aspirin, carvedilol, ferrous sulfate, furosemide, klor-con, lisinopril, oxycodone, simvastatin, spironolactone, and tramadol.

Event description:
On (B)(6) 2016, the patient underwent surgical repair of a complicated type b dissection extending (spiraling) from the aortic arch down to the common iliac. It was reported a jump graft was implanted off of the common iliac to perfuse the renals, superior mesenteric artery, and the celiac artery. On the same day, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to extend distally from the surgical graft down to the aortic bifurcation. On (B)(6) 2016, it was noted the patient was experiencing symptoms of paralysis in his legs. It was also reported a lumbar drain was performed post procedure on the day of the procedure. The patient was reportedly acidotic. The rectum and the left colon were reportedly dead due to lack of perfusion. The patient expired on the table. It was reported the patient's death was due to the bowel ischemia.